Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was unknown at the time of call. The customer stated that they treated the high blood glucose with manual injections. Customer stated that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The motor assembly had moisture damage. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Unable to perform the functional test or verify delivery anomaly due to blank display.